Event description:
The customer stated that unexpected results were generated for a patient sample tested on the architect c8000 analyzer, serial (B)(4). An initial chloride result of 99 mmol/l retested at 106 mmol/l. The sample was tested an additional 20 times and chloride results ranged from 107 - 113 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
On the follow-up emdr, catalog # was unintentionally left blank. The catalog number entered should have been 01g06-11. This emdr is being submitted to correct the error which was discovered on august 19, 2013.

Manufacturer narrative:
An abbott field service representative was dispatched to the customer site to perform troubleshooting. The ict o-rings, the ict valve tubing, and a damaged ict probe holder were replaced. A product labeling review found the architect system operations manual and the ict sample diluent package insert contain adequate information for the described issue. A historical/quality data review did not identify any adverse trend of an ict probe holder issue, or an issue with ict probe holders causing discrepant results. A complaint investigation service history review found no service history issues with c8000 serial no. (B)(4). No additional discrepant result complaints, or complaints for ict probe holder issues were found to have been documented for c8000 serial no. (B)(4), since the damaged ict probe holder was replaced. The complaint investigation information did not reasonably suggest a device malfunction caused this issue. The issue was resolved through the replacement of a part due to normal wear, and the device is meeting performance specifications and performing as intended.